Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse found that the bovie pad was set to single pad and not dual pad. The fse was unable to recreate the issue with the setting set to single bovie pad. The fse corrected the bovie setting to a dual pad setting via the service menu on the erbe. The system was tested and verified as ready for use. The complaint regarding the grounding pad issue was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the grounding pad was not registering. The nurse tried a grounding pad on her forearm; however, the issue was not resolved. The customer had another bovie in the room, but it was not a force triad. The customer tried to reboot the integrated electro surgical unit (iesu), tried different spots on the patient, and a new grounding pad, but issue persisted. The customer asked if the surgeon could use the bovie pedals for energy. The tse informed that it would be the surgeon's decision. The customer was continuing with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and the following additional information was obtained: the procedure was completed using a third-party generator and a laparoscopic bovie.

Event description:
Refer to h10/h11 for follow-up information.